Event description:
It was reported that the pt was admitted to the hosp for high blood glucose and dka. The pt stated that they had not been checking their blood glucose and was using regular insulin in the pump instead of fast acting insulin.